Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain( 3-4 times a week), severe and persistent pain") in an adult female patient who had essure (batch no. 50667569) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 (B)(6) 1998, (B)(6) 2003, (B)(6) 2008, (B)(6) 2012) and abortion spontaneous. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), infection ("infections"), allergy to metals ("hypersensitivity reaction to nickel or any other component of essure") with rash, migraine ("migraine headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and fatigue ("fatigue/ tired"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced back pain ("back pain, pain"), arthralgia ("hip pain"), pain in extremity ("leg pain"), depression ("depression") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition(s)"). The patient was treated with ibuprofen (motrin), panadiene co (tylenol #3), naproxen, oxycocet (percocet) and surgery (fallopian tubes and essure removed). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, back pain, arthralgia and pain in extremity had not resolved, the vaginal haemorrhage, infection, allergy to metals, nausea, vaginal discharge, weight increased, depression and mental disorder outcome was unknown and the migraine and fatigue had resolved. The reporter provided no causality assessment for allergy to metals, arthralgia, back pain, depression, fatigue, infection, mental disorder, migraine, nausea, pain in extremity, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased with essure. The reporter commented: approximate weight at the time of essure placement: 175. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain( 3-4 times a week), severe and persistent pain") in an adult female patient who had essure (batch no. (B)(4)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 ((B)(6)) and abortion spontaneous. In 2012, 117 days before insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), infection ("infections"), allergy to metals ("hypersensitivity reaction to nickel or any other component of essure") with rash, migraine ("migraine headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and fatigue ("fatigue/ tired"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced back pain ("back pain"), arthralgia ("hip pain"), pain in extremity ("leg pain"), depression ("depression") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition(s)"). The patient was treated with ibuprofen (motrin), panadeine co (tylenol #3), naproxen, oxycocet (percocet) and surgery (fallopian tubes and essure removed). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, back pain, arthralgia and pain in extremity had not resolved, the vaginal haemorrhage, infection, allergy to metals, nausea, vaginal discharge, weight increased, depression and mental disorder outcome was unknown and the migraine and fatigue had resolved. The reporter provided no causality assessment for allergy to metals, arthralgia, back pain, depression, fatigue, infection, mental disorder, migraine, nausea, pain in extremity, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased with essure. The reporter commented: approximate weight at the time of essure placement: (B)(6). Diagnostic results: patient had hsg done in early 2013. Most recent follow-up information incorporated above includes: on (B)(6) 2017: new reporters, patient dob, height, product start date and removal date updated, indication, lot number, treatment medications, historical conditions, historical drugs, new events vaginal bleeding, infections, allergy to nickel, rashes, migraine headaches, nausea, pelvic pain, vaginal discharge, weight gain, tired, back pain, hip pain, leg pain, depression, essure caused psychological condition(s) added. Outcome for the event tired, migraine headaches added as recovered / resolved and for events pelvic pain, back pain, hip pain, leg pain and essure caused psychological condition(s) as not recovered / not resolved. Essure legal manufacture has changed from bayer healthcare, llc, (B)(6) to bayer pharma (B)(4), (B)(6), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.